Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: articulation, yes; cartridge batch number, ckw0457; precock functional, yes; rotation, yes; staple count, 13 and swivel, yes. Functional tests & results: cycled the instrument, yes and test cartridge batch number, n/a. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was concluded that instrument was confomring with regard to staples feeding, firing and forming. Instrument was examined, was found to be functional, and was cyled, fired, and properly formed remaining 13 staples without incident. No conclusion could be reached as to why reported instrument's "staples would not advance" during surgery. Each instrument is evaluated during assembly process to ensure that staples feed, fire and form correctly.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the staples would not advance. There was no pt consequence.